Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down/smartphone: lockdown omnipod 5 software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a skin reaction at the pod's infusion site after wearing the device. It was reported that the patient had been prescribed flonase spray (fluticasone propionate) by her endocrinologist to help prepare the site prior to applying to the pods and uses an unspecified antibiotic cream once pods are removed. However, the patient reports that a bump developed. The patient presented at the emergency room and was prescribed two unspecified antibiotics as treatment. A further steroid cream was prescribed to the patient for the bump, by a dermatologist. It was reported that the issue started a year prior to the event being reported, however the exact date of the event was not provided.